Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. Device received with pillowing keypad overlay, minor scratches on case, and cracked keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a replace battery now alert without a warning. The customer's blood glucose level was 7 mmol/l at the time of the incident. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that the battery was not previously used. The battery cap was not loose, cracked or damaged. It was reported that this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The battery alarms occurred more frequently. The customer had replaced battery cover but it screws in and out very easily. The device will be returned for analysis.